Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box and download history did not find any activity related to the complaint. Visual inspection did not indicate any damage to the pump or any evidence of moisture in the battery compartment. The pump powered on normally and successfully completed a rewind, load, and prime sequence. No overheating occurred during testing. The pump¿s electrical draws were found to be within specifications. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature issue with the pump. Reportedly, there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.